Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, difficulty maneuvering the lead was observed and helix damage had occurred. The rv lead was not used and replaced. No patient complications have been reported as a result of this event.